Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle, the safety device is falling off and the IV shield is difficult to remove. No patient impact reported.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D.9:device eval by manufacturer? Yes. D9: returned to manufacturer on: 2023-december -21st. Material #: 368607. Lot/batch #: 3264449. Bd received 29 samples for investigation. Twenty (20) of the samples were randomly selected and evaluated by functional testing, each having their IV shields removed and their eclipse shields activated and the indicated failure modes for difficult to remove IV shield and defective locking mechanism with the incident lot were not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes difficult to remove IV shield and defective locking mechanism. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle, the safety device is falling off and the IV shield is difficult to remove. No patient impact reported.